Event description:
Side rail latch mechanism not working properly. When side rail in up position pt leaned on siderail to adjust their position. The left side rail collapsed. Causing pt to fall to the floor striking head on floor. Sustained moderate hematoma to left parietal area of head. Subsequent evaluation of the side rail indicates a defect in the latch mechanism. The left side rail can be pushed down with pressure at certain points. Pt's surgery cancelled due to injury.